Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed at the header cap of the dialyzer. There was no defect or damage seen on the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: event, concomitant medical products and device evaluated by mfrplant investigation: the complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected from a fiber as a steady flow of bubbles were observed to emanate from the cavity ID end potting cut surface at approximately 40 degrees with the dialysate ports at 0 degrees. The dialyzer was then disassembled for further evaluation and a potted fiber fragment was identified. The fiber fragment measured approximately 3.2mm in length. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any damage or irregularities. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
Additional lot information: the product sample returned had a lot number that was different than the originally reported lot number. Additional follow-up was conducted to verify the correct lot number and the nurse confirmed that the lot that was received by the manufacturing plant was the correct lot. This report is updated with the new lot information.